Manufacturer narrative:
This report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. Section a.1. Patient identifier: (B)(4). A review of tickets determined that there is normal complaint activity for the prism hcv lot and no trends were identified that indicate a product issue related to patient results. The affected samples were nonreactive with prism hcv and nat testing, but roche hcv was reactive and immunoblot was questionable. No testing could be performed as lot number 39388li00 is already expired. A review of the abbott prism instrument, s/n 1044, did not identify any service-related issues that could have contributed to the complaint issue. Additionally, a review of 12 months of complaints for the abbott prism instrument did not identify increased complaint activity. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Labeling was reviewed and found to adequately address the issue. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
Abbott laboratories baltics received an initial report sent by the national blood bank of latvia (vadc) regarding potentially false negative abbott prism anti- hcv assay results. The following information was provided: sid p070117006527: roche anti-hcv results all reactive on (B)(6) 2017. Sample sent to lic where immunoblot testing was questionable. No blood products distributed from this donation. Archived sid p070115024277 from the above donor pulled for retesting. This sample tests positive on the roche platform. Confirmatory date for sid p070115024277:(B)(6) 2017 confirmatory results = hcv core ig negative and immunoblot questionable ns3 1+ on (B)(6) 2015, this archived sample generated negative results with the prism hcv assay (lot 52454li00) and negative results by nat. From this archived sample, rbcs and platelets were distributed. The data presented is associated with the testing of archived samples post deinstallation of the abbott prism analyzer. Samples that originally tested negative by the abbott prism system were stored. The samples have subsequently been pulled and tested by vadc using the roche methodology and by lic using various alternate assay methods, including architect. This testing is being performed as part of a study by vadc due to performance differences they are experiencing between the roche (current method) and abbott prism (past method) systems. None of the results, whether by vadc roche testing or lic architect testing, are being used for donor management.